Event description:
Noise was boserved during a follow-up visit. Tghe physician was able to reproduce the noise by manipulating the pocket and decided to perform surgery. During surgery the physician was unable to reproduce the noise or confirm the source and decided to explant the device.